Event description:
The consumer reported getting reagent in their eyes and mouth using binaxnow covid-19 self-test performed on an unknown date. The user reported splashing reagent in their eye and mouth while opening the bottle. The user stated they washed it their mouth and eyes with water. The consumer confirmed there was no harm due to this incident and that she is feeling fine. No additional information was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D4: UDI (B)(4). The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card in risk documentation. Technical services asked the customer for their email address to send the safety data sheet, but the customer declined to provide it and was satisfied with the information. H3 other text : other - device not returned; single use device.